Event description:
Problems experienced are breasts are hard and sore, nipples tender, achy all over, multiple aches and pains in joints fatigued and tired all time, sleep disturbance, dry mouth, extremities, tingle and burn, cold hands and feet all time, memory and concentration problems, bruises easily, irritable colon hair loss, sarcoid-lungs, skin, anxious, depressed, chills, lesions, shortness of breath, asthma, headaches, blurry vision smothers, chokes easily, joint swelling, one implant larger than the other, visible implant wrinkles, bladder irritability, colitis, allergies, depressed, tingling, numbness in feet, anxiety, arthritis and inability to sleep on stomach.